Event description:
It was reported that after a cardiac surgery, the ICD could not be interrogated or programmed. The device was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
Upon receipt, the device interrogated normally using a programmer. Review of the device image noted alerts for possible high voltage output circuit damage and possible lead issue. Low hv shock impedance measurements were also noted. The device was tested on the bench and using automated test equipment and found high voltage output circuit damage.